Event description:
It was reported that the device was removed as the patient had developed bacteremia. The device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.